Event description:
Pt with 7 french double lumen catheter cultured positive for coag. Negative staph on 2/28/95. The line was repaired and eventually removed 4/24/95 when positive for klebsiella pneumonia. The pt now has a port and catheter. The pt's catheter was noted to have loose connections, with the syringe falling out.